Manufacturer narrative:
On (B)(6) 2018, the date of manufacture of the unit was received, as such, field . Device manufacture date has been updated. Manufacturer's ref #(B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal procedure with a stockert generator wherein a temperature issue occurred. No patient consequence was reported. A biomedical engineer indicated that after repair, the generator temperature continued to rise after exceeding the user-selected cut-off. The temperature kept increasing after it reached the configurated temperature. The issue of temperature exceeding the user-selected cut-off limits has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ paroxysmal procedure with a stockert generator wherein a temperature issue occurred. No patient consequence was reported. A biomedical engineer indicated that after repair, the generator temperature continued to rise after exceeding the user-selected cut-off. The temperature kept increasing after it reached the configurated temperature. The issue of temperature exceeding the user-selected cut-off limits has been assessed as an MDR reportable malfunction. Product evaluation details: the device was evaluated and the mdv board was defective. Defective part was replaced. Issue was resolved. The device was also subjected to planned maintenance service, safety and functional testing and all tests passed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).